Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered bubbles in the wash pump. The fse replaced the wash valve motor to correct an issue with bubbles entering the wash valve. The fse verified the repairs as per established procedures and results met published specifications.

Event description:
The customer reported obtaining an erroneously elevated troponin I (access accutni) result above the acute myocardial infarction (ami) cut-off for one patient from the access 2 immunoassay analyzer portion of the unicel dxc 600i synchron access clinical system. Subsequent testing of the patient's initial and second samples produced lower results within the normal reference range of the assay. The customer released the initial elevated accutni result out of the laboratory, however, the customer issued a corrected report after obtaining the second result. The customer is unaware of any change or affect to patient treatment in connection with this event. Quality control (qc) results and calibration curves recovered within the assay specifications at the time of the event. The customer last performed a routine system check on (B)(6) 2013 which failed the washed portion due to elevated washed mean and washed coefficient of variation (%cv). No issues were identified with sample collection, sample processing or sample handling for this event.